Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. It was stated that the insulin pump gave a battery out limit alarm when the battery was inserted, but the alarm could not be cleared. It was stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No frozen screen anomaly noted. Unit had all currents in specifications no unexpected battery out of limit noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.